Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an equipment failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6) ). It was reported that the cardiosave intra-aortic balloon pump (iabp) had an equipment failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. Complaints of more than three (3) gfe attempts were performed to obtain additional information and no response was provided. If no response is provided, the complaint will be closed and, if new information and/or devices are available, the file will be reopened and updated. A supplemental report will be submitted upon receipt of additional information. H3 other text : repair service not done.

Event description:
N/a.

Manufacturer narrative:
(Medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions, component code, health effect ¿ impact codes), h10. Additional info: e1 (B)(6). A getinge field service engineer (fse) evaluated the unit and checked the pump power supply. In order to fix the issue fse replaced power cord reel. Done functional, tightness, work and security. Device was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of power supply. There was no patient involvement, and no adverse event was reported.